Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine subcutaneous implantable cardioverter defibrillator (s-ICD) device check, a da error was observed upon interrogation. Boston scientific technical services (ts) reviewed the data from the interrogation and explained the da error was from over a year and a half ago. The da error was due to a bit flip in the device memory that self-corrected. The field representative confirmed the rest of the interrogation of the s-ICD showed no issues. The device remains in service and no adverse events have been reported.